Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and e3. Additional information added to fields: h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, there was a cut in the adhesive that may have led to loss of water tightness. Additionally, the legal manufacturer was unable to determine if there were deviations in the cleaning disinfection and sterilization processes. Therefore, a definitive root cause of the foreign material in the scope could not be determined. The event can be detected by following the instructions for use which state: ¿olympus bf-uc190f reprocessing manual¿ describes the reprocessing procedures of bf-uc190f. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light guide lens of the bronchofibervideoscope has deposits on top and inside with that could not be removed during cleaning, adhesive around the light guide lens has foreign objects, and inside of light guide lens has foreign object. There were no reports of patient involvement.